Event description:
It was reported, "after overnight charging, charge status led was still red and when plugging back to the charger, the ventilator would automatically turn on". Ventilator was on charging rack at the time of event and was not utilizing a/c adapter.